Event description:
End user reported that the height adjustment button was stuck at the top of the cane. When end user contacted mabis/dmi regarding the stuck button, she was instructed to pull the top/bottom section apart. Upon pulling the top section apart, the elastic band snapped, striking her in the finger. As a result, her left index finger was broken.